Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial view plate is cracked. Update april 11, 2016: examination of the returned mbt rev tibial view plate found the instrument to be broken into two pieces, not cracked as initially reported.

Manufacturer narrative:
Examination of the returned device confirmed breakage. The root cause is attributed to product wear out from normal use and servicing. Based on the investigation determination of product wear out from normal use and servicing as the root cause, no corrective action is being taken. Monitor through (B)(4).depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.